Event description:
Explanted products were discarded following surgery so they cannot be returned to manufacturer for analysis.

Event description:
Additional information was received indicating that the lead had broken due to a seizure. The most recent diagnostics after the surgery ((B)(6) 2011) were stated to be "good" with an acceptable output status. The last good diagnostics prior to surgery were stated to be on (B)(6) 2011. X-rays had not been taken of the patient's device.

Manufacturer narrative:
The report is not late per guidance of the FDA and is due to technical issues experienced with emdr.

Event description:
Further information was received from clinic notes for the patient. The clinic notes indicated that the patient manipulated the device with his hand and he required the device revision due to breakage of the wires.

Event description:
It was reported that the pt had a full revision on (B)(6) 2011 due to high impedance. Attempts for further info have been unsuccessful to date.